Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during the phaco or quad mode of the cataract surgery, the surgeon found that the cumulative dissipated energy that the amount of energy used to remove the cataract was not changing and then suddenly he had none, therefore the cataract was no longer being removed by the handpiece. A backup console was brought in, and the case completed with no harm to the patient.

Manufacturer narrative:
Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened on to address the reported event. At the time of this investigation, the sr remains open and no on-site servicing has been performed yet. The complaint investigation is being pursued currently using available information. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).